Event description:
On (B)(6) 2012, the patient contacted animas, alleging that the up arrow keypad button was intermittently unresponsive for several weeks and was now unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons had intermittent response and required excessive force to evoke a response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.